Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient tried cycling an artificial urinary sphincter (aus) but the cuff was not closing. A surgical procedure was performed in which the existing components were removed are replaced. During the procedure a syringe was placed on the tubing and filled, this helped identify a small pin hole in the cuff. There were no patient complications related to the device.